Event description:
It was reported that the patient's lead implanted at the l3 vertebral level migrated. As a result, the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.